Event description:
It was reported the customer had a defective insulin pump. The customer stated there was a grinding noise when changing the reservoir. Customer also stated they were unable to calibrate their insulin pump. The customer also reported their basal rates were not recorded on their insulin pump. Customer would experience high blood glucose up to 500 mg/dl because they could not receive their basal rates. The customer had reverted to manual injections. Customer also reported the threshold suspend feature had been activated on their insulin pump in the past. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor gearbox jammed. No further tests could be performed due to constant motor error alarm. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.